Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the tortuous, in-stent restenosed circumflex artery (cx). The lesion was predilated with an unk balloon. The physician attempted to advance a 2.50x24mm taxus liberte drug eluting stent. However, the taxus stent was unable to cross the lesion. Resistance was felt while trying to pull the stent back into the guide catheter, hence the stent and guide catheter were removed as a unit. Upon removal it was seen that the distal part of the stent was damaged. No pt complications were reported. Pt status is reported as 'ok.'